Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: what measures were taken to retrieve the broken piece? Unk. Was there any additional tissue damage as a result of searching for the needle piece? Unk. At what location was the needle found? Unk. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Unk.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. During the procedure the needle pulled off the suture. The fallen piece was retrieved from the patient. Another suture was used to complete the surgery. There was no adverse patient consequence reported.